Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2012: patient presented with following pre-op diagnoses: l3-4, l4-5 discogenic syndrome. Lumbar central and lateral recess stenosis with foraminal collapse. Lumbar radiculopathy. Low back pain. For which, patient underwent following procedures: l3-4, l4-5, l5-s1 retroperitoneal exposure of the lumbar spine with mobilization of iliac vessels. L3-4, l4-5. L5-s1 radical anterior discectomy with anterior epidural decompression and foraminal decompression. L3-4, l4-5, l5-s1 anterior lumbar interbody fusion with interbody reconstruction. L3-4. L4-5, l5-s1 anterior instrumentation with screw and plate fixation across the interbody space. Allograft and bone morphogenetic protein for spinal fusion. Autogenous iliac crest bone graft right hip. L3 to s1 posterior spinal fusion with segmental instrumentation. Implant: seaspine newport posterior pedicle screws. Per op-notes, interbody space was then trialed, rasped, and reconstructed using a peek interbody spacer. This was packed with allograft bone and bone morphogenetic protein sponges and tamped into position reconstructing the lordosis, restoring the foraminal height, and further decompressing the anterior spinal canal. The plate and screw fixation was completed across tire interbody space at l3-4, l4-5, and l5-s1 using 25 and 30 mm screws and plate. The patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.